Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) informed the customer to remove the endoscope from arm 2, manually rotate the collar to the correct orientation (30 up), press the instrument clutch button on arm 2 to cancel guided tool change, and re-install the endoscope. Customer confirmed the issue was resolved. The image was no longer inverted. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported that they were having trouble with the camera; the image was inverted. Prior to calling, the customer tried reseating the endoscope with no change. Tse confirmed customer was using a 30 degree endoscope installed on arm 2. Tse asked the customer to remove the endoscope from arm 2, manually rotate the collar to the correct orientation (30 up), press the instrument clutch button on arm 2 to cancel guided tool change, and re-install the endoscope. Customer confirmed the issue was resolved. The image was no longer inverted and they were continuing with the procedure. The procedure was completing as planned with no reported injury.